Manufacturer narrative:
H.6. Investigation: thirteen sealed 32g x 4mm pen needle samples were returned from lot. No. 8352807, cat. No. 320566. Visual examination was carried out on all thirteen samples and no issues were observed. 1200 sealed 32g x 4mm pen needle samples were returned from lot. No. 8352807, cat. No. 320566. Visual examination was carried out on 100 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm pro 100 box ap had "multiple languages" printed on the packaging, making it unclear to the consumer that the product was the ultrafine 4mm pro rather than the old bd microfine 4mm pen needles they had been using prior. The consumer reportedly did not notice the packaging information until after use. The following information was provided by the initial reporter: called to report that after using the bd ultra-fine 4mm pro to administer insulin to his 4 year old son, his son complained of pain. They noticed bruising at the injection site. They only started using the bd ultra-fine 4mm pro because their local pharmacy had ran out of the old bd micro-fine ultra 4mm. He voiced his concern about having multiple languages printed on the packaging. He was also not happy that as consumers they were not made aware that the old bd micro-fine 4mm pen needles were replaced by the new ultra-fine 4mm pro.

Manufacturer narrative:
H.6. Investigation: thirteen sealed 32g x 4mm pen needle samples were returned from lot. No. 8352807, cat. No. 320566. Visual examination was carried out on all thirteen samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that the pen ndl 32g 4mm pro 100 box ap had "multiple languages" printed on the packaging, making it unclear to the consumer that the product was the ultrafine 4mm pro rather than the old bd microfine 4mm pen needles they had been using prior. The consumer reportedly did not notice the packaging information until after use. The following information was provided by the initial reporter: called to report that after using the bd ultra-fine 4mm pro to administer insulin to his 4 year old son, his son complained of pain. They noticed bruising at the injection site. They only started using the bd ultra-fine 4mm pro because their local pharmacy had ran out of the old bd micro-fine ultra 4mm. He voiced his concern about having multiple languages printed on the packaging. He was also not happy that as consumers they were not made aware that the old bd micro-fine 4mm pen needles were replaced by the new ultra-fine 4mm pro.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm pro 100 box ap had "multiple languages" printed on the packaging, making it unclear to the consumer that the product was the ultrafine 4mm pro rather than the old bd microfine 4mm pen needles they had been using prior. The consumer reportedly did not notice the packaging information until after use. The following information was provided by the initial reporter: called to report that after using the bd ultra-fine 4mm pro to administer insulin to his (B)(6) son, his son complained of pain. They noticed bruising at the injection site. They only started using the bd ultra-fine 4mm pro because their local pharmacy had ran out of the old bd micro-fine ultra 4mm. He voiced his concern about having multiple languages printed on the packaging. He was also not happy that as consumers they were not made aware that the old bd micro-fine 4mm pen needles were replaced by the new ultra-fine 4mm pro.